Event description:
Healthcare professional reported left side "rupture" and "cap con", baker grade not specified. The device has been explanted and replaced. The manufacturer of the device in unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unspecified.

Event description:
Device has been discarded.